Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during investigation, the keypad rubber was undamaged and all buttons respond properly to presses. The tactile/changes complaint was unable to be duplicated. The keypad was removed to find no contamination or damage to the button contacts. The pump cover was removed to find no intermittent conditions to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the okay/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery, or the inability to use the pump at all.